Event description:
It was reported that the patient experienced a hypoglycemic event with a sensor glucose value of 50 mg/dl and shakiness, treated with approximately 8 oz of orange juice, after which glucose returned to range; the cause of the event was unclear, and device-related details were limited. Symptoms included hypoglycemia and shaking/tremors. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information to determine a device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.